Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the emergency room after not feeling well. Undersensing of p-waves was exhibited, along with some oversensing was on the ventricular channel. The right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.